Manufacturer narrative:
The device evaluation was completed for this device on 8/31/2016. Based on the device analysis, the complaint could not be confirmed as a portion of the device could not be evaluated as it was not returned. The root cause could not be determined. Reference mvi: (B)(4).

Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that prior to coil embolization of an aneurysm, a stent was successfully implanted per treatment plan. Upon deployment/positioning of the embolization coil, the coil was reported to prematurely detach. The coil detached partially within the aneurysm and the stent. No intervention was reported. The patient was reported to be fine.